Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the system could not display a viewable fluoroscopic live image. There is no report of pt injury or death.